Event description:
In an attempt to deflate the balloon on the foley catheter, the balloon valve malfunctioned. This did not allow the foley to be removed per normal process. The foley had to be removed with a partially inflated balloon.